Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with elevated blood glucose (bg), value was not provided. Customer attempted to self treat with a correction bolus. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged, (B)(6)2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.